Event description:
It was reported that while in the operating room, the intra-aortic balloon (iab) was inserted. "Some bleeding occurred from the connection between the tube and the stopcock on the pressure tubing extension. After the event, a dust cap was attached to the central lumen and the iab therapy was continued." There was "no harm to the patient" reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.